Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel right breast implant and a 320cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade unknown on the right and baker grade iii on the left post procedure. Patient underwent a surgical procedure in which both implants were reimplanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, the device was used in an off label manner. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention to correct capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).